Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 98mg/dl-130mg/dl fasting. Verified the strips expired 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained an lo and lo fasting. Reviewed meter memory: (B)(6). Memory concerns: lo 10/20 2:00pm. The customer states their glucose levels never dipps below 50mg/dl.